Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer had filled the cartridge with 300 units of insulin. Customer reloaded the cartridge to address the issue. Customer¿s blood glucose level was 180 mg/dl.